Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Event description:
The customer reported a flogard pump where the battery was not charging. It is unknown when this event occurred during the therapy process. There was no patient involvement. There was no report of patient/user injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary:the reported problem of a flogard infusion pump with a "battery not charging" was confirmed in sample evaluation. During evaluation main batteries were found to be defective/inoperative. The cause was due to defective main batteries which were replaced to resolve the reported problem.